Event description:
Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 10 apr 2019: (B)(4) was reopen under (B)(4) due to receipt of primary surgery notes and sticker sheets. After review of medical records, patient was revised to address unspecified mechanical complication and mechanical loosening of prosthetic joint. Revision notes reported stem was well fixed and aligned. Cup had minimal bone ingrowth. Doi: (B)(6) 2007 - dor: (B)(6) 2013; (left hip).